Manufacturer narrative:
The user facility's biomedical engineer (biomed) spoke with tech support and it was determined the unit was filled above the fill line.

Event description:
It was reported that during a non-clinical activity, the cooler heater unit was leaking internally. This issue was found while cleaning and restocking the room. There was no pt involvement.